Event description:
It was reported that a revision surgery of the poly was performed due to infection. Surgeon does not blame the product. No further information is available.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no relevant clinical information was provided to conduct a thorough clinical investigation. The impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.